Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/30/2021 h3 evaluation: the analysis results found a code ahv12 device was returned without the original packaging. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule broken. This evidences that the pen device was broken.. No shard penetration was observed in the device. Due to the damages found on the device the compliant is verified, a possible cause for these conditions is due to improper handling during transit or storage. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. All product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, were 2 products involved in the event? Were the 2 products found to be polymerized and both broke and cut on the scrub nurse's hand? Did the event occurred over the same procedure or two separate events? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the nurse's injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Are the products involved in the event available for evaluation? Note: events reported on mw# 2210968-2021-06334.

Event description:
It was reported a patient underwent an mastectomy on (B)(6) 2021 and topcial skin adhesive was used. The adhesive liquid became very hard and not in a condition to use. It broke in the scrub nurse hand, cutting. No patient consequences. Additional information has been requested.